Manufacturer narrative:
Olympus technical assistance center (tac) support called customer to troubleshoot the device. Customer reported that the image flickered when they were trying to format portable memory and view saved images. Tac informed customer to remove all the cables behind the device and reconnect them one at a time. The troubleshooting found that customer had the serial digital interface (sdi) out 2 going into the comp out port. Tac instructed the customer to insert the sdi cable into the correct port and the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
It was reported to olympus that, the evis exera iii video system center screen flickered when it was in menus. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the image flickering is caused by user connecting cables incorrectly. A definitive root cause for the user connecting cables incorrectly could not be identified. Olympus will continue to monitor field performance for this device.